Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information supplied by the reporter. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The user reported all the camera heads are tested before any procedures. This camera head was plugged/connected to an olympus tower and was not displaying a good image. Or staff check settings, connections and determined that the camera head was not working.

Event description:
The customer confirmed no other devices were involved or replaced during the event. The procedure was completed without a delay using a different device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: g4, g7, h6, h10. Based on the legal manufacturer¿s investigation, it is presumed that the image was not displayed because unexpected stress was applied to the charge coupled device (ccd) unit or the cable unit due to user¿s handling. The instruction manual instructs users ¿do no drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿

Manufacturer narrative:
The referenced camera head was returned to olympus for evaluation. The reported issue of no picture, only color bars could not be confirmed as the unit was tested for more than 8 hours with no abnormalities on the image. The unit passed all functional tests. There were minor scratches/stains on the video connector housing. No repairs were performed and the unit was returned to the customer. A review of the repair history showed the unit was last serviced on june 19, 2020, no problems found. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that prior to a therapeutic procedure, the high definition autoclavable camera head did not produce a picture, only color bars. No patient injury or harm was reported.